Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that smoke was noticed while the ventilator was connected to pt. The pt was removed from the unit. There was no pt injury.